Event description:
It was reported that a spectrum infusion pump had intermittent keypad issues. It was also reported that there was no patient involvement.

Manufacturer narrative:
The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "intermittent keypad issues." Evaluation found all keys to be working intermittently caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.